Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a partial lead was returned in one piece without is-1 connector pin. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead impedance test was not performed due to condition of the lead, as received.

Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, high pacing impedance was noted on the right ventricular (rv) lead. This lead was not used and the physician completed the procedure using a different rv lead. The patient was discharged after the procedure.